Event description:
In MFR # 3004209178-2012-04733-004, the following information was reported: "it was later reported they were doing a lead revision due to poor lead location and noticed the implantable neurostimulator (ins) showed that capacity was less than 50%. The health care professional was concerned because, the device had been implanted about six months prior. It was noted, the patient had been running stimulation around 10 volts. Longevity calculation was done to calculate estimation of ins life. Calculation was run using 8 volts, 210 microseconds and 14 hertz which gave 8 months to end of service estimate. The doctor wanted to replace battery because capacity had been reduced." Additional review indicates this information pertains to this manufacturer's report. Any additional information related to the battery issue event will be reported in this report. Additional information received about the event also indicated that the battery issue was resolved after the lead revision was completed. The patient's status was corrected after the revision.

Manufacturer narrative:
Product ID, 3093-28 lot# v073596, implanted: 2007 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).